Event description:
Fourteen days later the lead was surgically abandoned due to a fracture. It was noted that the patient had twiddler's syndrome.

Manufacturer narrative:
The lead was surgically abandoned and a new lead was successfully implanted. Therefore, boston scientific cannot confirm the clinical observation. There is no further information available at this time. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific crm received information that the patient complained of not feeling well and being more tired than usual. Upon interrogation, it was noted that the safety switch had tripped for the right atrial (ra) lead due to impedance measurements that were greater than 2500 ohms. When the lead was programmed to unipolar pacing, farfield oversensing was noted. The boston scientific sales representative programmed the lead back to bipolar pacing and the impedance measurements stabilized to approximately 530 ohms; however when performing isometrics, noise was able to be recreated and the impedance measurement returned to greater than 2500 ohms. A lead fracture is suspected. A lead revision procedure will be scheduled in the future, at this time the ra lead was left programmed in unipolar for pacing and bipolar for sensing and the sensitivity on the device was set higher in the atrium. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.